Manufacturer narrative:
The company representative replaced luer fitting (p/n 0103-0398), performed leak tests, verified calibration. Function and safety tests performed and returned the unit to customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient the unit gave a message leak in iabp. The customer did not have any information on the patient. The customer did not known any balloon information. The unit was swapped with another unit. No patient harm or injury was reported.